Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned foot control assembly found that there were no physical or visual discrepancies with the device. The returned device was tested using a known good compatible controller and wand; which revealed that the controller functioned as intended according to the reported event. All ablation and coagulation output voltages fell within specified ranges. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors that can lead to overheating issue include: 1. There may have been an issue with another device used as part of the system. 2. The returned device may have been in close proximity to a wall or another piece of equipment in the operating theatre resulting in insufficient airflow through the subject controller causing overheating. 3. A saline spill traveling to the inside of the returned device may have heated up during use. 4. There could have been a power surge to the controller, which could cause the unit to overheat. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after the case, the device got hot and it was not working. No patient involved and no user injuries reported.